Manufacturer narrative:
Correction: h4. H4: it was initially reported that the manufactured date for this lot is 19 may 2025, however this lot was manufactured on 20 may 2025. Additional information: h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient found a leak in the patient line of the peritoneal dialysis (pd) set with cassette. It was reported that the patient replaced the setup and restarted the therapy. Subsequently, three (3) days after the event, the patient was hospitalized for two (2) days due to "staph epi peritonitis infection". The cause of the peritonitis was not reported. Treatment for the event was not reported. Patient outcome and action taken with pd therapy were not reported. No additional information is available.